Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm prime/fill anomaly due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Advised customer the insulin pump will need to be replaced. Advised customer to revert to back up plan per health care provider's instructions. The insulin pump will be returned for analysis.